Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "capsular contracture baker grade IV", "not dropping into their sockets, all up in the chest, looks like snoopy boob", "did a terrible job", "one was bigger than the other", "was a b cup and ended up with a b cup", "liposuction too much". Healthcare professional later reported "capsular contracture, baker grade IV", "implant is sitting high and has not dropped". This record is for the right side. The device remains implanted.